Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The customer contact stated that the devices were returned to clinical service.

Event description:
General report received of an unspecified number of undocumented incidents that the pumps delivered less fluid than intended. The pumps were programmed to deliver unspecified blood products via syringes. No specific patient information, pump programming, or event details were provided. It was reported that syringe adapters were not used, because the syringe adapters contained dehp. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.